Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a scheduled follow-up, device interrogation revealed the patient received inappropriately antitachycardia pacing therapy for a supraventricular tachycardia incorrectly diagnosed as ventricular tachycardia. No programming changes were made at that time. The patient condition was stable. The patient will continue to be monitored.

Manufacturer narrative:
The UDI should have been (B)(4) rather than blank.